Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A track wise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: 00984504 case subject: npi 8100 error 210.5020 account name: toledo hospital account #: 1007567 asset name: 8100 pump module n. America v9.33.0 asset location: contact: brett muszynski contact email: contact phone: (517) 759 0507 contact mobile: patient or user involvement: no patient or user harm: no case description: brett had error 210.5020 on lvp8100 sn (B)(4) failure device type: failure problem type: failure mode: case resolution: I recommended brett to send unit in for warranty repair. Brett will use the repair portal to get rga number and send unit in for warranty repair.